Manufacturer narrative:
(B)(4). Date of initial report: 02/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon resection, the ligasure device would not fully seal adhesions on the colon. End tones were heard indicating a completed seal, but minor oozing occurred at the site. The case converted from laparoscopic to open in order to complete the procedure, and the patient is currently stable.

Manufacturer narrative:
(B)(4). One used lf1537 device was received for evaluation. Visual inspection of the returned device identified factors that may have contributed to the reported issue. The device jaws were found to be caked with eschar, which results from inadequate cleaning and can cause issues with sealing or cutting. Inspection also found that a metal flange that pulls the inner tube to operate the jaws was broken, and a piece had disengaged. This can cause the device jaws to have issues with clamping down on the tissue to obtain a tissue effect. The manufacturing process has checks in place that would detect this issue, and a review of the device history records for this lot found no potentially contributing entries. The investigation could not reliably confirm the cause of the reported issue. The IFU for this product states that caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles. It also cautions users to keep the jaws clean to prevent eschar build-up and sealing issues.

Manufacturer narrative:
(B)(4). Date of follow-up report: 04/08/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
Examination of the received used ligasure device found that a metal flange within the device had broken off and was not returned. The customer reported that the piece did not disengage during the procedure.